Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left and right bottom corners. The right plunger case was cracked and there was visible contamination by the a/c cord clamp. The vent history log was reviewed and the motor rate error was duplicated. The issue was caused by multiple components on the motor assembly and the main printed circuit (pc) board. The parts were worn out and there were contaminated components on the motor assembly. The pump is 7 years old and the issue was caused by normal use. The defective parts were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.